Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported event. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported while attempting to prime and tune for the 5th case of the day, system messages were displayed. After rebooting the system and inserting a new tip, the system was ready to be used. However, the surgeon canceled the last 2 cases and requested the system be checked. One pt had been prepped and draped. The customer reported that they do reuse the tips. There was no pt injury reported.